Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had a blood glucose level of 600 mg/dl. Customer changed out his infusion set and the site location because he had scar tissue and that might be the reason for his high blood glucose level. Customer's blood glucose lowered because he changed out the infusion set. Customer's blood glucose was over 200 mg/dl. Customer mentioned he has trouble with his hands because of the complications from long-term diabetes. Customer declined to troubleshoot. Customer will not be returning the device for analysis.